Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent temperature alarms occurred while the pump was charging under normal temperature conditions. Additionally, the battery was observed to be depleting rapidly. The customer provided a blood glucose level of 150 mg/dl. Reportedly, the customer had manual injection supplies available for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature alarm issue was verified in the pump logs; however, no failure was identified due to a different issue identified. Additionally, investigation could not be performed for battery issue due to different issue identified.